Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected with no issues noted. The photographs that were provided were that of the box and not the product. As such, evaluation of the sample could not be conducted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified cycle of peritoneal dialysis therapy. It was further reported that when the cassette was removed, it was "bloated as if the unit was over pressured or unlaminated internally". The patient clamped the bags, power cycled the machine and started over with new supplies with no further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.